Event description:
Infusion set tubing having a slight seperation from the luer lock. Pt reported an increase in blood glucose level (400 mg/dl). Pt indicated that she administered insulin injections to reduct the blood glucose level. Pt indicated that she had an ingrown toe nail removed recently and this could have contributed to the elevated blood glucose level.